Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm) for failure analysis investigation. The mtm was analyzed and resistance was found pointing to the grip calibration, whin in turn confirmed the fault occurred in the field. Upon visual inspection, the grip lever springs were found to be bent that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where the grip calibration test was found to be failing on the gimbal. The root cause is attributed to damage to the grip lever spring in the mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm2). The system was verified and ready for use. Isi has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors (mcs) instrument jaws opened on their own when the surgeon released the hand controls. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised that the surgeon remove their head from the high-resolution stereo viewer (hrsv) before releasing the hand controls, and to ensure that the jaws remained closed during instrument exchanges. The tse also advised the customer to reseat the drape and instrument. The procedure was completed with no reported injury.